Event description:
The surgeon was performing a vitrectomy when bleeding was observed and appeared to be increasing. The procedure was discontinued. The surgeon initially reported that the cutter blades were dull and may have contributed to a detached retina. During a follow-up visit with the doctor and while observing a video of the procedure it was noticed that the vitrectomy cutter was not oriented to the correct location and appeared to have penetrated the iris. In addition, the source of the bleeding appeared to be coming from this iris. Following the procedure the surgeon was not able to observe the fundus oculi in the operative eye due to the bleeding. The pt currently has experienced a loss of vision and has declined further surgery. It is not known if there will be any additional surgery in the future.